Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing increasing shortness of breath and fatigue worse with activity. On device interrogation it was noted that the right ventricular (rv) lead exhibited over-sensing noise which inhibited pacing. It was also reported that there was a high number of over-sensing short v-v intervals. The rv lead remains in use. No further patient complications have been reported as a result of this event.